Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed motor error, as well as no delivery alarms. The blood glucose reading was 470 mg/dl, which was treated with manual injections. No significant events leading to the alarm were observed. The customer stated that he first received the no delivery alarm while putting the infusion set on, which was followed by the motor error alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor. The insulin pump was unable to verify excessive no delivery alarms due to prime anomaly. The motor was tested outside the insulin pump and passed. The insulin pump was received with cracked case at display window corners, cracked reservoir tube, cracked reservoir tube lip, cracked reservoir tube window, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.